Event description:
Covidien shiley disposable inner cannula ref#: (B)(4)'s paper seals are variously stained black. I am concerned re the possibility of black mold, especially as these inner cannulas are inserted into a medically fragile patient's tracheostomy. The staining on the package was first observed in (B)(6) 2025. At first, only 1-2/box, but now entire boxes of these necessary products are stained. Photos available and affected product samples kept for your consideration. It seems that if it was an ink overflow or friction against a conveyor belt, the marks would be consistently placed or "splotchy," but they are not. The blackening appears more consistent with wetness on the paper side of the package because there is some wrinkles in the paper. This issue began last year, but we were able to secure replacements from the apria dme company. We recently received one box where this blackening was not present, but several other boxes' contents were all randomly discolored. Some to the extent expressed as, "euw! I dare not use these!" Apria dme company now is refusing to investigate or replace these affected products. The one clean box demonstrated that it is possible to receive products clear of the abnormal discolorations. The stain penetrates beyond the edge of the glued package surface. Packaging irregularly stained on sterile product.